Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s).the image(s) was reviewed, and the complaint condition(s) of migration was confirmed as the image(s) shows the bolt migrating from the bone. As the implants) was not returned and an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during hip surgery, the bolt for femoral neck system (fns) failed. It was mentioned that the implant was still in the early stages of its life. The pre-op fixation wasn¿t valgus impacted and already high degree of stress across sub cap border. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown locking screw (part#: unknown, lot#: unknown, quantity: 1). Unknown antirotation screw fns (part#: unknown, lot#: unknown, quantity: 1). Unknown plate fns (part#: unknown, lot#: unknown, quantity: 1). This complaint involves one (1) device. This report involves one (1)bolt for femoral neck system 85mm length-sterile. This is report 1 of 1 for (B)(4).